Manufacturer narrative:
The acist kodama catheter used during the event was investigated on 13 may 2025. The investigation indicated that the kodama catheter encountered some resistance during the catheter withdrawal and the imaging window was prolapsed with the guidewire. The catheter withdrawal against resistance must have resulted in the elongation of the imaging window and eventually the separation of the distal region of the imaging window. The manufacturing records for kodama catheter lot 00375064 were reviewed, and the catheter was manufactured to specification. A root cause of the reported event cannot be conclusively determined, but the cause appears to be use-related. Per the kodama catheter instructions for use: never advance or withdraw the kodama catheter against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in elongation or separation of the catheter or guidewire tip, damage to the catheter, or vessel perforation. If resistance is met during catheter withdrawal, stop withdrawal and examine the guidewire and kodama catheter position under fluoroscopy. If the wire is entangled or prolapsed, withdraw the guidewire and the catheter as one system (simultaneously).

Manufacturer narrative:
The kodama catheter used during the event has been requested for investigation. Upon completion of the investigation, a follow-up report will be submitted to the FDA.

Event description:
During an intravascular ultrasound (ivus) procedure, using the acist high-definition intravascular ultrasound (ivus) kodama catheter, the tip of the catheter fractured within the boston scientific guide wire. There were no reported adverse clinical effects to the patient.